Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Investigation is in process. Note: manufacturer contacted customer in a follow-up call on 01-jul-2021 to ensure the customer¿s initial concern was resolved- able to establish contact with customer. Customer is satisfied with products no medical intervention was needed since the last call. Initial issue has been resolved.

Event description:
Consumer reported complaint for the pen needles, stating that the pen needles did not aspirate her insulin. The package had not been open or damaged when received. Customer has been using the product out of this package for some time. The customer is using compatible product and the pen needle is properly aligned. Customer is using the humalog kwik pen. The customer feels well and did not report any symptoms. The customer did not claim to be injured using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 10-sept-2021: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: visually inspected returned pen needle (5). Pen needle showed signs of being bent. Defect found. Complaint was forwarded to supplier quality based on complaint's description for investigations. Manufacturer's investigation has been completed, report attached and root cause selected. No abnormalities observed on retain samples, and review batch record. Root cause: rc-076 mishandled by the end user.